Manufacturer narrative:
The insulin pump was received with cracked case on display window corners.

Event description:
The customer requested for the insulin pump replacement. The customer's blood glucose level was unknown mg/dl. The customer insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.